Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information or if the device is received at a later time, this report will be supplemented.

Event description:
Olympus was informed that during dissection in a total gastrectomy procedure, a probe damage error appeared on the generator. The physician then removed the device from the patient and began a visual and manual inspection. Once the physician touched the probe with his hands, the probe broke off. No device fragment fell inside the patient. There was no patient injury reported. The procedure was successfully completed using a different but similar device. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to correct the lot number of the device to correct the device manufacture date, and to provide the device evaluation results. The device was returned to olympus for evaluation. The evaluation confirmed the reported event of probe damage error and probe breakage. A probe check was performed and the device failed the probe check. Visual inspection confirmed that the probe tip was broken off. The broken piece measured at approximately 15mm in length. The teflon pad was inspected and was found with normal wear; however, no metal was exposed.